Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. On (B)(6), 2013, the patient was prescribed a ten day course of keflex (dosage not reported). As of report from (B)(6), 2013; the issue had reportedly resolved. The implanted device remains.